Manufacturer narrative:
(B)(4). Concomitant medical products- it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. The customer has indicated that the product will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty in 2008. Subsequently, the patient is experiencing limited range of motion, pain, back pain, soreness, and infection. The patient tested positive for infection in (B)(6) and has since then had fluid taken from her knee to be tested. The patient is currently awaiting those results. Attempts for additional information have been made and are not available at this time.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 9 years ago is undergoing a two phase revision surgery for an ongoing infection.

Manufacturer narrative:
Upon further assessment of received information, this product has been reported under the wrong MFR number. This will be reported under 3005751028.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient experienced pain, limited range of motion and stiffness post-implantation. Physician notes indicate all post-operative tests and imaging are negative for infection or loosening and patient's operative knee has good stability and range of motion.